Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b5, d1, d2, d4, d6a, d6b, h4.

Event description:
This device is not PMA approved so the medical device reportability (MDR) decision will be not reportable.